Event description:
It was reported that there was a white particle floating in the solution of a small volume intermate. This occurred before use after the device was compounded with an unspecified amount of meropenem. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured december 18, 2014 ¿ december 19, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified white particulate matter floating in the solution. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.